Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported constant downstream occlusion alarm which was reproduced while attempting to run a loaded set. During the eval, the downstream sensor current reading was out of spec with a fluid filled set loaded. The downstream pressure plate gap was also found out of spec. The device was calibrated to correct this condition.